Manufacturer narrative:
(B)(4).

Event description:
It was further reported that ventricular lead impedance readings had been steadily decreasing to low values.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 4568-53 lead, implanted (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.